Event description:
It was reported that the motor device had a hole in the hose. During in-house engineering evaluation, it was determined that the device had a hole in the hose, cosmetic damage and an oil leak. The device also failed pretests for functional assessment, hose verification and oil leak. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that reported condition was confirmed. The assignable root cause was traced to user error due to improper handling. A CAPA has been created to address the hose that is out of stock. Reporter number extension (B)(6). UDI: (B)(4).